Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during placement of the right ventricular (rv) lead, high and unstable impedance was observed in one position and undefined impedance was observed when re-positioned. The lead was replaced. It was further reported that high thresholds were noted on the replacement lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.